Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the placement of a cannulated blade plate, the surgeon incorrectly selected and implanted a 4.0 cannulated screw. Upon realization of the error, the surgeon attempted to remove the screw, resulting in the fracture of the screw. The shaft of the screw remained in the patient. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of this malfunction.